Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a sudden loss of stimulation and therapy the day prior to this report. The patient was not feeling well and their walking was worse. The patient tried to increase stimulation, but the programmer showed that the upper limit had been reached on both the left and right sides. It was noted the patient would be following up with their managing healthcare professional (hcp). No further complications were reported.